Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure were two vicryl sutures involved this patient event? Are photographs available? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Was surgical intervention performed to remove the suture?? If yes, what was the appearance of the suture during the second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What medical intervention was performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Additional information was requested and the following was obtained: congenital cataract surgery, konjuktivida hyperemia. Yes, there is medical surgery, the product is removed. The patient is healthy. There is no pre-existing medical condition. Because of hyperinflation caused by the infected area. After which no other procedure was performed and medical medication was applied. There was no infection occured. The patient¿s current status is fine.

Event description:
It was reported that the patient underwent cataract surgery on an unknown date and suture was used. Following the procedure, the suture in the cornea made the cornea to be hyperaemia. The suture was removed. Medication was applied to the affected area. The patient is reported to be healthy and patient status is fine. Additional information has been requested.